Event description:
It was reported that during a lap hernia procedure, there were jammed staples. No further info is available. Another like device was used. There was no pt consequence.

Manufacturer narrative:
(B)(4). Insufficient weld. Evaluation summary: the analysis results showed that one ems device was returned with the nose open due to an insufficient cartridge nose weld. The device was tested for functionality, however two staples got jammed due to the open nose, the staples were manually removed and the device fired the remaining staple as intended. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.